Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support confirmed the alarm and arranged to replace the pump. The customer agreed to use multiple daily injections as backup therapy and acknowledged instructions on returning the faulty pump and setting up the replacement pump. The replacement, covered under warranty, was shipped without the need for a delivery signature.